Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy procedure on (B)(6) 2017, and suture was used. During the procedure, after closure of the last incision, a final count of needles was performed. The circulating nurse had notice that tip of the ps2 needle looked dull. The needle tip was inspected by the scrub nurse and surgeon and compared to an intact ps2 needle. It was concluded that it was possible that tip of the needle was missing. As per the surgeon, no radiopaque foreign body was demonstrated. There were no adverse consequences for the patient reported. No additional information was provided.